Event description:
It was reported that an intramural aortic hematoma occurred. A left atrial appendage closure (laac) procedure was initiated on a patient with chicken wing laa anatomy with a sharp bend (anterior/superior) noted. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was performed using a versacross connect. The patient had several pacing leads in place. The double curve was floated into superior vena cava (svc) over a j-wire, and then the j-wire was exchanged for a pigtail rf wire. The rf wire and double curve was dropped down onto the septum. Transesophageal echocardiography (tee) imaging of the septum was x-planed with bicaval and short-axis views. Physician was positioned low in the bicaval aspect, and mid-anterior on short-axis tsp positioning. Tenting was slightly misleading with pacing wires also noted near the septum. The physician requested to come on with rf without confirming short axis positioning in a single plane tee image. No bubbles were noted in the left atrium (la), and the wire did not cross over. The physician did not advance equipment at this time and pulled the wire back. Aortic changes were immediately noted on tee imaging. Heparin had been given prior to tsp, and it was decided that the case would be aborted due to possible patient instability. Protamine was administered. Pressor support had been started upon patient being intubated but was weaned before exiting the lab. An intramural aortic hematoma had formed. The tee imaging physician continued to monitor the aorta for approximately 25 minutes post complication. There were no changes noted, and no effusion developed. No further complications occurred, and the patient was monitored overnight.